Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed call service 078 alarms. The pump powered up and the call service 078 alarm was duplicated. The pump was opened to find internal moisture damage near the motor flex connector. The pump motor was not functional. Unrelated to the original complaint, the battery compartment was cracked from the top above the pad to the cover part. Additionally, the display was dim and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.